Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a partial balloon deflation and shaft break occurred. The lesion being treated was located in the femoral popliteal artery. Vascular access was obtain via "cross over". A 4x150x150 sterling sl mr balloon catheter was inflated to 10atm. The distal portion of the balloon started "leaking (crack in the balloon)". The physician was unable to completely deflate the balloon and pulled on the shaft. The shaft broke at the balloon level and the balloon was left in the patient's body. A non-bsc stent was implanted to keep the balloon in place along the vessel wall. There were no further patient complications and the patient status is ok.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).